Event description:
A malfunction was reported by the caller on their pump, indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with information to reset the pump and assisted with the process; the issue did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to reach out again if the malfunction code appeared in the future.